Manufacturer narrative:
As reported, the distal balloon of a 6/7f myxgrip vascular closure device (vcd) could not inflate. Hemostasis was achieved using another mynxgrip device. There was no reported patient injury. A 6f non-cordis sheath was used. The user was trained on the device, which was opened in a sterile field and prepped and stored according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. No visible damage was observed on the sheath after removal. During the first step of the examination, when the balloon was inflated, damage to the balloon was detected. The device was not used in a patient, and no visible damage was observed at the distal end of the sheath after removal. There was no presence of pvd or calcium near the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm, and no vessel tortuosity was noted. One non-sterile mynxgrip vascular closure device (6/7f) involved in the reported complaint was returned for investigation. Visual inspection showed the shuttle was engaged to the black handle, while the stopcock was observed in the open position. No syringe or catheter sheath introducer (csi) were returned for this evaluation. The sealant and the advancer tube were both found in the manufacturing position. No additional anomalies were observed during this visual analysis. The inflation/deflation test was performed. During the leak test, a longitudinal tear in the balloon was identified, preventing the unit from maintaining inflation as expected. A high magnification evaluation of the balloon was conducted. This confirmed the presence of the longitudinal tear, with no additional abnormalities observed. The reported event of ¿balloon inflation difficulty and balloon balloon loss of pressure¿ were observed through analysis of the device since the balloon could not be inflated due to a longitudinal tear in the balloon that was causing a leak. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the distal balloon of a 6/7f myxgrip vascular closure device (vcd) could not inflate. Hemostasis was achieved using another mynxgrip device. There was no reported patient injury. A 6f non-cordis sheath was used. The user was trained on the device, which was opened in a sterile field and prepped and stored according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. No visible damage was observed on the sheath after removal. During the first step of the examination, when the balloon was inflated, damage to the balloon was detected. The device was not used in a patient, and no visible damage was observed at the distal end of the sheath after removal. There was no presence of pvd or calcium near the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm, and no vessel tortuosity was noted. The device will be returned for analysis. Addendum: pe findings present a longitudinal tear the balloon.